Event description:
While attempting to lift the service user from a lying position on the bed, the hoist started to tilt sideways towards the patient. The lift was stopped, the user was repositioned on the bed and removed from the hoist. When the patient's weight was removed, the hoist returned to an upright position. The brakes were applied on the hoist during the lift.

Manufacturer narrative:
Additional information will be provided upon conclusion of the manufacturer's investigation.